Manufacturer narrative:
It was noted the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise with isometrics, which was not oversensed, pacing impedance measurements of less than 200 ohms, high pacing threshold measurements, and loss of capture with no asystole. During the explant procedure, a visible insulation break was observed due to subclavian crush. No additional adverse patient effects were reported.